Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. As received, the device was found to be in back-up reset mode. Analysis of the device identified output circuit damage. Review of the device diagnostics data indicated output circuit damage conditions and power on reset. The output circuit damage conditions had occurred prior to the power on reset. Causes undetermined.